Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored some episodes that required review. Technical services (ts) was consulted and noted there had been a previous episode containing noisy signals which were suspected to be myopotential in nature. Ts reviewed and discussed the stored episodes, with the latest episode containing noisy signals and an electrode fracture suspected. Ts discussed available troubleshooting options and further in clinic examination was recommended. X-ray imaging was performed but was inconclusive. Therapy was disabled. This s-ICD remains in service. No adverse patient effects were reported.